Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps alarmed upstream occlusion and did not detect downstream occlusion when the intravenous tubing was clamped during vasopressor therapy. The volume infused was checked with the volume left in the bag, and it was incorrect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.